Event description:
Patient presented with a device that delivered inappropriate high voltage therapy, due to noise. It was suspected that the lead was fractured. At explant, the tip was separated from the lead body and was left in the patient.

Manufacturer narrative:
The reported field experience was confirmed. Analysis revealed that the distal coil wires were damaged. Scanning electron microscope photos showed all four wires were fractured. Stress marks were also noted on the wires.